Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received no delivery alarm. The customer¿s blood glucose level was unknown at the time of incident. The customer performed 5.0 unit fixed prime and the pump alarmed no delivery. The customer was asked to push insulin slowly through the tubing and it was found that the insulin did exit with plunger push. The insulin pump will not be returned for analysis.